Event description:
It was reported that the following issue was observed on the device: "keypad board failure." Additional notes provided by the facility¿s clinical engineering support services include: "I replaced the front case. Recalibrated the barrel com and plunger assembly and then unit passed inspection." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : no product will be returned.